Event description:
A consumer reported that she has been seeing shadows following intraocular lens (iol) implant surgery approx six months ago. She stated that she has consulted her doctor who advised her that she is part of the small percentage of pt who end up experiencing this adverse event. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the MFR documentation. The product investigation could not identify a root cause. Not enough info was provided from the account to properly complete an investigation. At the consumers request, the surgeon was not contacted. .